Manufacturer narrative:
Relevant retention test strips (lot 137032) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/retention meter: marcumar 1: 1.7 inr. Marcumar 2: 4.1 inr. Master lot/retention meter: marcumar 1: 1.8 inr marcumar 2: 4.4 inr the obtained results showed a maximum difference of 0.3 inr between retention samples and masterlot. No error messages occurred. Retention samples were acceptable and the material complied with the specification.

Manufacturer narrative:
Two vials of test strip lot 137032-11 and coaguchek xs meter serial number (B)(4) were received for investigation. Test strips and vials showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 137032-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot strip/retention meter; marcumar 3: 4.5 inr, 4.7 inr ; marcumar 4: 3.6 inr, 3.6 inr. Customer strips/customer meter; marcumar 3: 4.7 inr; marcumar 4: 3.8 inr. The returned customer material and retention material complied with specification. The suspect strip lot and meter fulfilled the release criteria of product control.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 11:19 am, the result was 5.3 inr. At 11:24 am, the result was 3.6 inr from a different finger. Information concerning if the results were reported to a person making a treatment decision for the patient was requested but it was unknown. The patient was not adversely affected. The patient's therapeutic range was 2.5-3.5 inr.